Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) via the rep reporting that the cause of the patient fall and high impedance on the right side was unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va0x0bs, implanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va0vcxq, implanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient experienced a fall on (B)(6) 2017, with no head impact. Since then, the rep reported that the patient's impedances were tested and found to be high on the right implant contact 1, >40,000 ohms. The rep also reported that the patient experienced a return of symptoms and that they were not satisfied with the efficacy of the device. The rep reported that the system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the leads (lot #: va0x0bs, va0vcxq) found that the outer insulation was breached due to environmental stress cracking. Analysis of the extension (serial #: (B)(4)) found that the setscrew impression was too proximal and there were balseal impressions on the insulation indicating that the extension was not fully inserted into the ins connector port. If information is provided in the future, a supplemental report will be issued.